Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate (B)(4).

Event description:
This report is against user facility medwatch number (B)(4) , a copy is attached. The only information contained in this report is correction or additional information. This report is for a 1.25mm threaded guide wire 150mm. This is report 1 of 1 for (B)(4).